Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device displayed a "bridge test fail" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
MFR has received the product and will be providing a follow-up report when our investigation is completed.